Event description:
It was reported that cartridge leaked insulin from o-ring intermittently over several months, with issues occurring every two to three days rather than all on same day. There was no adverse impact to the customer¿s blood glucose level. Customer filled cartridge off pump and loaded 200 units of insulin, and since affected cartridge was unavailable for return, technical support arranged shipment of replacement cartridge as goodwill order.